Manufacturer narrative:
During inspection and testing, service found the air/water supply volume was out of specification due to clogged nozzle. In addition to foreign material in nozzle, service found there was a leakage due to a pinhole on the instrument channel, the nozzle was deformed, the adhesive around the light guide lens was peeled, the adhesive around the objective lens was peeled, the paint on the suction cylinder was peeled, the paint on the air/water cylinder was peeled, the control unit was discolored, the control unit was damaged, the mouthpiece was loose, the water removal ability was out of specification due to clogged nozzle, the adhesive on the bending section cover was chipped, the bending tube was deformed, there was play in the up/down knob due to wear of the angulation wire, the bending angle in up direction was out of specification due to wear of the angulation wire, the insulation resistance value at distal end was out of specification due to adhesive peeling on the bending section cover, and the connecting tube was discolored. The plastic distal end cover, the switch box, the switch button #1, the lock engagement lever, the lock engagement knob, the connecting tube, the up/down knob, the control unit, the adhesive on the bending section cover, and the right/left knob were scratched. Additional information obtained identifies the device was cleaned, disinfected, and sterilized before it was sent to olympus. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer immersed the endoscope in the detergent solution. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the air/water supply was weak. The reported event was observed while preparing the subject device, prior to an unspecified diagnostic procedure. The intended procedure was completed using another device. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over sixteen (16) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or definitive root cause cannot be identified. However, it is likely that the foreign material has remained since the device had a physical breakage. The suggested event can be detected / prevented by following the instructions for use which state: the instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.